Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.

Manufacturer narrative:
Correction to the initial MDR. This is a non-bsc patient and the initial MDR should never have been sent.

Event description:
A report was received that the patient will undergo a pocket revision for an unknown reason.